Event description:
It was reported that during an open multiple wedge resection procedure, the device got stuck on tissue and would not open. They came in with lung clamps and forced it off the tissue. The tissue was ripped in the process. They fired a competitor stapler next to the torn tissue and then pulled that portion of the tissue out. The patient is fine.

Manufacturer narrative:
(B)(4). The (B)(4) device was received for analysis with no visual non-conformances and with two green cartridge reloads present. Reload (1) was received fully fired. Reload (2) was received partially fired. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned cartridge reload and test reload were tested for functionality in the straight and articulated positions by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, upon closing on 1st test fire, it was felt an unusual noise inside the handle. The device was disassembled to verify the internal components, and no anomalies were found. Event could not be confirmed as the device opened and closed without difficulties noted. The batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that revision surgery was performed due to pain in groin and buttock and reduced mobility.